Manufacturer narrative:
(B)(6): 507652 lead; ddpb3d4 ICD, implanted on (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post-operatively that the right atrial (ra) lead had dislodged. The ra lead was repositioned several times but the issue remained. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.